Event description:
User stated a pt sample showed negative leukocyte, but the microscopic showed 13-29 leukocytes/hpf. A visual read of the testing strip showed trace leukocyte. Same pt sample was sent to another lab and resulted leukocyte small 6-10 wbc/hpf. Erroneous result was not reported. Pt was not treated based on the negative leukocyte result because it did not match the microscopic result. If add'l info is received, appropriate notification will be provided.